Event description:
(B)(6), a nurse at (B)(6) med ctr reported that a pt was admitted with diabetic ketoacidosis and blood glucose in the 600s mg/dl. The hosp ER staff does not feel the pump system is working properly. At the time of the call, the pt's bg was 190 mg/dl and she was not wearing a pod. No history leading up to the event was available.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported high bg. No product lot number was reported, therefore, no qualification record review could be performed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider," and "if your blood glucose is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose)." It advises "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are present, follow your healthcare provider's guidelines. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hrs. If blood glucose level has not declined, immediately call your healthcare provider for guidance."